Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced the low blood glucose level due to sensor inaccuracy. The blood glucose level of the customer was 48 mg/dl at the time of the incident. The customer was treated with the glycogen. Troubleshooting did not occur for the hypoglycemia or sensor inaccuracy. The sensor will not be returned for the analysis.